Event description:
It was reported that an alert for high capture threshold was noted when the patient presented for routine follow-up. Fluoroscopic imaging showed no dislodgement. The patient is doing well and was transferred to a different facility for lead revision.

Event description:
New information received indicates that lead revision was not performed and programming changes were made. The lead remains implanted. The patient received no complications.

Event description:
New information received indicates that the lead was explanted and replaced. There were no consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.